Event description:
The suspect device was used to test the pt's blood glucose. A result of 102mg/dl was obtained. 13 units of insulin were given based upon a sliding scale according to the test result. At 1:00am, the pt was seizing and the pt's mother gave the pt a glucogen tablet. The suspect device was used during this time and a result of 215mg/dl was obtained. The pt's parents then drove the pt to the hosp. En route to the hosp the suspect device was used and the result was 584mg/dl. Upon arrival at the hosp the staff used the hosptial's meter to check the pt's blood glucose and the result was 180mg/dl. A lab was drawn and the lab value was 50 mg/dl. Per the pt's mother, the pt was given insulin and potassium.